Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported after skeletonizing the cystic duct and cystic artery, the er320 was used. Four clips were fired across the cystic duct. The surgeon noticed that all four of the clips were crisscrossed with the fourth clip fired being the most crisscrossed. He then pulled all of the clips off, opened another er320 and finished the case. There was no consequence to the pt.